Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a motor safety circuit failed test from the insulin pump. The customer stated that there was a constant tone during normal use. The customer will be sent a replacement.

Manufacturer narrative:
The insulin pump was returned with an open book critical pump error with an intermittent audio tone after battery installation and pump error 40 found in the alarm history file due to software error. The insulin pump was received with minor scratched lcd window case and keypad overlay.